Event description:
This event was reported as regurgitation and hemolysis; no further info was provided.

Event description:
This event was reported as ring explanted, reason unknown; no further info was provided.